Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was found in backup mode without the backup defibrillation option (bdfo) active. The patient status was unknown. No further information was reported on this event.